Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient was started on duopa therapy. On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, the patients' husband reported that the patient had stoma site pain. The physician thought patient had a slight stoma site infection and prescribed sulfamethoxazole/tmp every 12 hours for 7 days.